Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 21.8, 13.8 and 8.6 mmol. Tests were done within 20 minutes. Patient did not experience any adverse events. No further information has been reported.